Manufacturer narrative:
Philips investigated in response to the remote monitoring team, based on remote alerts generated by the system indicating that the tube cooling pump was disabled. The complaint did not include further details about the nature of the issue. This case was cancelled as the system was not under an active service contract, and the contract was under paid. No further approval was provided by the customer. No service has been performed by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the tube cooling pump was disabled which can prevent x-ray. No harm to the patient or user was reported. Philips has started an investigation of this complaint.